Event description:
Boston scientific received information that during atrio ventricular node (avn) ablation the right ventricular (rv) lead exhibited loss of capture (loc) but it did not result to greater than 2 seconds of asystole. No other clinical observation was observed. Additional information received from the local boston scientific field representative that loc was due to possible lead microdislogement prior to ablation. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.